Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be established as a sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials coordinator reported that irrigation would not work during a procedure. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.